Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) missed vtach alarms on the same patient for 2 teles. The first occurrence was on (B)(6) 2025 at 19:47 local time, the 2nd was on the same patient 09:03 on (B)(6) 2025. They also had a third occurrence, which occurred on the 2nd tele they used as well. The 3rd occurrence was 16:13 (B)(6) 2025. The customer checked the alarm event list and there were no alarms showing during that time despite the waveform data showing there was definitely a vtach occurrence. The customer requested for the logs to be reviewed. There was no patient injury reported. Investigation summary: the device was not returned for evaluation and the proper logs were not provided; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/06/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/11/2025 I called william to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for william to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) missed vtach alarms on the same patient for 2 teles. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) missed vtach alarms on the same patient for 2 teles. The first occurrence was on (B)(6) 2025 at 19:47 local time, the 2nd was on the same patient 09:03 on (B)(6) 2025. They also had a third occurrence, which occurred on the 2nd tele they used as well. The 3rd occurrence was 16:13 (B)(6) 2025. The customer checked the alarm event list and there were no alarms showing during that time despite the waveform data showing there was definitely a vtach occurrence. The customer requested for the logs to be reviewed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) missed vtach alarms on the same patient for 2 teles. There was no patient injury reported.